Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va28axk implanted: (B)(6)2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 08-apr-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said the lead has moved. Patient said they have no colon and have had a ileostomy so they get scans frequently. Patient's last scan was in (B)(6) and the healthcare provider told the patient the lead had moved significantly from the last scan. Patient is having another scan done at the end of this year to see where the lead is because of the feeling and sensations the patient was having. Patient was feeling significant differences in the last few months, patient was feeling sensations in the tailbone. The lead is also placed in a different spot than it is typically placed because the patient is in a car and there is no nerve sensation at all. The hcp was able to reprogram the device and currently it is working.

Event description:
Additional information was received from the patient. They reported that the patient called back and reiterated that the lead had migrated. Patient stated they would be making an appointment with their hcp soon but they had been having more pain in the site near the area when the implant had been placed. Patient also stated they had a bulging disc in that same area where the implant was placed and that they also had a really bad cramp going down their butt and they'd gotten an epidural a couple weeks ago (patient stated they'd had 6 epidurals in the past) but the pain seemed to not have gotten better with this last epidural, it seemed more tender and painful now and their spinal doctor had told them the disc hadn't been bulging enough to be causing this level of pain, so the patient wanted to know if the migrated lead could be causing the issue. Patient services reviewed stimulation considerations with the patient and mentioned that patient could feel stimulation down their leg if the stimulation was up high enough or the lead was positioned in a certain way and the patient stated that the implant was now off but they knew exactly what patient services was talking about and thought the cramping was related to that. Patient stated there was a point when their therapy was on and the stimulation was going down their leg and causing their foot to move on its own so they suspected the cramp and pain could be from the implant. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their hcp as planned to check the implanted system. Patient stated they had to put the lead between s2 and l5 as a result when they redid the surgery. Patient also reported they had an autoimmune disease, that they had lupus. Patient mentioned that the hcp had to reprogram the ins in the past but that now the implant was entirely off. Patient stated they would make an appointment with their hcp to check the implanted system and discuss their pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.